Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose level ranged from 275-359 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.